Event description:
Per the surgeon's report, this patient's device was explanted 7 days post-implant, due to the fact that the electrode array was positioned outside of the cochlea. She was reimplanted with a new device, during the explantation surgery in 2005.